Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Visual inspection of the grasper revealed the presence of a broken off bottom jaw. The missing piece of the jaw was not received with the grasper. The probable root causes for the broken off bottom jaw could be due to excessive force at the jaw and/or, instrument was used on hard material. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip was broken.

Event description:
It was reported that the tip was broken.